Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis as it was disposed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-07804. It was reported that the rotaburr was stuck on the rotawire. A 1.50mm rotalink burr and a 330cm rotawire and wireclip torquer were selected to treat the highly calcified target lesion. The physician used the first rotawire floppy and a rotaburr 1.25mm to ablate the lesion and it was successful. They switched into 1.50mm burr. However, upon testing the rotation per minute (rpm) outside the body before introduction, the rotaburr 1.50mm got stuck to the rotawire after some rotations. Then physician withdrew the whole set of rotaburr along with this first rotawire and took out a second rotawire from the package, yet the spring tip of the second rotawire was found to be defective. The procedure was completed with another with the same device. No patient complications reported.